Event description:
It is reported that the surgeon had to break the instrument in order to remove it. This caused a 1 hour delay in surgery.

Manufacturer narrative:
(B) (4). Evaluation summary: patient demographics at the time of the failure are (B) (6), however the gender, height, weight and activity level were not provided. As returned, one of the spikes has fractured off and the other is severely bent, and it is likely these failures were caused in part by the surgeon breaking the instrument to remove it from the patient's leg. The returned im guide is a mini adjustable im guide, long, with a 9 inch rod. Zimmer offers a mini adjustable im guide short with a 6.5 inch rod. The technique specifies that the im guide (short or long) should be chosen, so that the length is best suited to the length of the patient's leg. The complaint documents a request for short instruments, indicating that the problem may not have occurred if a shorter rod was used, therefore it appears that use of the longer im guide contributed to the cause of the complaint. Evaluation: as returned, the instrument contains several impaction marks likely due to removing the instrument as stated in the alleged event. The instrument had a potential field age of approximately 5 months at the time of failure. Device history records indicate all components were manufactured and inspected to specification.